Event description:
Same case as MFR report # 2134265-2009-00120. It was reported that during a balloon-occluded retrograde transvenous obliteration (brto) procedure, a balloon rupture occurred. The non calcified lesion was located in the left renal vein. Vascular access was gained through the right femoral artery. The occlusion balloon catheter was advanced to the lesion, and the balloon ruptured at unspecified atms. A second occlusion balloon catheter was advanced to the lesion, and it also ruptured at unspecified atms. The balloon catheters were removed intact from the pt. The procedure was completed successfully with another of the same device. There were no pt injuries or complications. The pt's status was reported as "good".